Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, stating that the up arrow and down arrow keypad buttons were sticking. The reporter noted damage to the keypad and alleged that the response issue had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/08/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive; the down arrow and contrast buttons responded appropriately. None of the buttons were found to be sticking. There was evidence of contamination found under all key contacts.